Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the intermittent image and freezing image as follows: an image error due to a failure of the patient board was found during the device evaluation. It is highly likely that image distortion or disruption occurred due to deterioration of the synchronization system device of the patient board over time and inhibition of normal synchronization signal generation.

Event description:
The event occurred during the beginning of the procedure. The intended procedure was completed using a different device of unknown model and serial number. A delay occurred but unknown length of delay.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to sections b5, e2 and e3.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty printed circuit board.

Event description:
A user facility reported to olympus an intermittent image and image was freezing. There was no patient injury or harm, associated with the problem, reported to olympus.